Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having exasperated migraines. The patient underwent an explant procedure. The explanted ipg was retained by the medical facility and will not be returned.

Event description:
It was reported that the patient having exasperated migraines. The patient underwent an explanted procedure. The explanted ipg was retained by the medical facility and will not be returned. Additional information was received that the patients exasperated migraines were not device related. The patient has no problem with the stimulator.